Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image did not appear during an unspecified therapeutic procedure while the subject device was in use with the video system center. Error code e216 (scope communication error) also occurred. Additional information regarding the procedure was requested and no additional information was available. The procedure was completed and there was no harm or user injury reported due to the event. The video system center is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Initial reporter name and address: (B)(6). The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.